Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device went to elective replacement indicator (eri) and that the battery longevity is being questioned. The device has been explanted and replaced. There were no reported patient complications reported as a result of this event.